Event description:
It was reported that while using a restep pump kit, "the pump smoke, the battery melted. There was "black smoke on the outside and inside" of the pump. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The lot number was not reported so the manufacture date is unknown. A review of the device history records (DHR) for the complaint device cold not be performed since restep pumpkits are manufactured by an outsourced supplier. However, all pumpkits are 100% inspected for functionality from our supplier. This item requires installation of the charger and shoulder strap. This item is also delivered with a battery pack and requires installation prior to clinical use. The potential cause of failure of the battery pack may be attributable to a manufacturing issue at the battery¿s manufacturer, expocell, with battery chemistry resulting in one or more cells not charging to its full potential. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.